Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received reporting lower glucose scan readings adc device. The customer experienced trembling, clammy sweats, and an "apathetic effect" and had a blood glucose test performed by a healthcare professional. The customer reported they were provided "oral sweet solution" and insulin injection (dose/type unknown) for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event. A readings comparison of 4.3 mmol/l, 3.8 mmol/l. 3.2 mmol/l from sensor compared to adc blood glucose meter results of 10.4 mmol/l, 13.6 mmol/l, and 14.7 mmol/l. The results, when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. It is unknown if values were obtained at the time of the medical event.